Manufacturer narrative:
This report is number 1 of 3 mdrs filed for the same patient (reference 0001822565-2017-00088-1 /0002648929-2017-00009-1).

Event description:
Legal counsel for patient reported that patient underwent a right knee revision procedure approximately three years post-implantation due to patient allegations of pain, and aseptic loosening. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The following sections could not be completed with the limited information provided. Concomitant medical products: item name: nexgen molded cr-flex art surface, catalog number: 90597003010, lot number: 62161732. Item name: nexgen precoat stemmed tibial component, catalog number: 00598003701, lot number: 62160443. Item name: palacos r = g 2x40 bone cement, catalog number: 66017569, lot number: 75444343. Item name: nexgen headed screw 48 mm, catalog number: 00579104100, lot number: 62219128. Item name: nexgen headed screw 48 mm, catalog number: 00579104100, lot number: 62213919. Item name: nexgen headed screw 48 mm, catalog number: 00579104100, lot number: 62224898.

Event description:
It was reported a patient who underwent a knee arthroplasty approximately 3 years ago and alleged loosening and pain. Revision date is unknown.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical product: nexgen cruciate retaining articular surface, catalog#: 90597003010, lot#: 62161732; nexgen stemmed tibial component, catalog#: 00598003701, lot#: 62160443; headed screw, catalog#: 00579104100, lot#: 62224898; headed screw, catalog#: 00579104100, lot#: 62213919; headed screw, catalog#: 00579104100, lot#: 62219128; palacos r bone cement, catalog#: 66017569, lot#: 75444343. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Per the packaging insert for the articular surface, ¿loosening of the prosthetic knee components¿ and ¿pain¿ are considered to be known adverse effects of the procedure. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.